Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
New information received indicated that high, high voltage lead impedance was also observed. Lead fracture was suspected. The lead was explanted and replaced.

Event description:
It was reported that the noise was observed via merlin transmission. Noise could not be reproduced in-clinic with isometric testing. Due to the patient condition, the decision was made to disable tachy therapy and leave the lead implanted. The patient was discharged in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that lead was double-counting due to an insulation anomaly. The lead was scheduled for explant. No further information available.

Event description:
New information received notes that the patient received inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.